Event description:
As reported by the end user, during preparation for a procedure, the end user noticed foreign matter in the fluid path of a 72" pressure monitoring line. The end user removed the defective device and set it aside to be sent for evaluation by the manufacturer. The end user completed the procedure with another of the same device without further complications. As this occurred during preparation, there was no contact with the patient and hence no harm to the patient.

Manufacturer narrative:
The reported defective device has been returned to the manufacture. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).